Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn on at the unspecified timing. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus europe (B)(4) for evaluation. During the initial inspection, the service department of olympus (B)(4) checked and did not identify the exterior damages of the subject device. At the full technical evaluation at the service department of olympus (B)(4), the subject device was visually inspected for external and inside damage. There was not any damage. However it was found a need to replace the power supply unit of the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the manufacture date of the subject device and the evaluation result of olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the accidental failure of the power supply unit. If additional information is received, this report will be supplemented.